Manufacturer narrative:
Lead model 39565-65 (B)(4) implanted: 2012-(B)(6) explanted: na recharger model 37754 (B)(4) programmer model 37744 (B)(4). (B)(4). Analysis of neurostimulator model 37702 (B)(4) found no anomalies.

Event description:
It was reported that the patient found their device bulky and uncomfortable, so they had it replaced for a smaller neurostimulator. The patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.